Event description:
When performing revision surgery due to post-operative rod breakage, the tip of the expedium quickconnect si polyaxial screwdriver broke off into the head of a right iliac screw that was being inserted. The broken tip was retrieved and the difficulty resulted in a twenty minute delay to the procedure. The following mfg. Medwatch reports are being filed for the screw driver and the broken rod: 1526439-2014-12104; 1526439-2014-12105.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.